Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 400- greater than 600 mg/dl). Boluses were delivered to address elevated bg. Pump system check was performed and no pump issues were identified. The non-tandem infusion set cannula was found to be kinked. Infusion set site was changed. Upon follow up, customer's healthcare provider increased the pump basal setting and elevated bg was resolved.